Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified brown particle material on the shell and an opening on the anterior side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it is not possible to determine the most likely failure mode. The events of capsular contracture baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma-late and rupture.

Event description:
Patient reported left side seroma, capsular contracture grade unknown, rupture. The device has been explanted.

Event description:
Healthcare professional reported left side was treated by capsulectomy and "fibrous capsule with 1) synovial metaplasia 2) chronic nonspecific inflammation, minimal."

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening striated on anterior side assessed as surgical damage. Seroma-late: unable to confirm as it is a medical event not related to the device. Inflammation/irritation: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Brown particles on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Patient reported left side seroma, capsular contracture grade unknown, rupture. Healthcare professional additionally reported left side was treated by capsulectomy and "fibrous capsule with 1) synovial metaplasia 2) chronic nonspecific inflammation, minimal." The device has been explanted.